Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes/glands is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿lymph nodes with an aryronate morphology and fatty hilum, with focal segments of thinning in the cortex suggesting inflammatory changes of chronic etiology.¿

Event description:
.Healthcare professional reported right side "radial folds" and "lymph nodes with an aryronate morphology and fatty hilum, with focal segments of thinning in the cortex suggesting inflammatory changes of chronic etiology" confirmed through ultrasound. Device remains implanted.